Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three (3) events were reported for this quarter. Three (3) devices were received for evaluation. Two (2) events were confirmed during testing. Two (2) devices were found to be affected by disassembly. One (1) device evaluation is in progress. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One event was confirmed during testing. One device was found to be affected by disassembly. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.